Manufacturer narrative:
The device ro10010 has been inspected for investigation purposes. The tests performed confirmed that the pointer did not pass tests.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the pointer probe was non-functional. There was no patient involvement reported.